Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen calibration was off. There was no reported patient involvement; therefore, no health consequences or impact.